Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Investigation - evaluation a review of documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and image review was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The customer indicated that the device would not be returned; thus, a device failure analysis could not be performed. While the patient was in the hospital after the procedure was completed, it was reported that the customer complained of dyspnea and developed chest pain. The clinical team later realized that the obturator had not been removed from the catheter following insertion. It is reasonable to suggest that this instance caused the patient's dyspnea and chest pain. The IFU clearly states ¿attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When full advanced, attach the obturator to the catheter via the luer lock connection. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5cm markings on the catheter. The first mark begins 5cm from the last side hole. Remove the wire guide and catheter obturator.¿ in addition, the IFU states, ¿confirm catheter placement by valve movement and fluoroscopic roentgenographic verification.¿ the lot number was unable to be provided; thus, the device history record could not be reviewed. There is not evidence to suggest the device was not manufactured to specifications based on the information provided, no product returned, and the results of our investigation, it was determined that the event occurred due to the user not following instructions. There is no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No further information has been received regarding the event.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient being treated for pneumothorax experienced ongoing dyspnea and chest pain after a 14fr catheter was placed in the pleural space. Manipulation of the catheter including gradual withdrawal of the tube did not resolve the patient¿s complaints. The clinical team recognized the obturator had not been removed from the catheter following initial insertion. An additional procedure took place to remove the 14fr catheter and a larger thoracostomy tube was placed. As reported by the physician, human error played a role in the occurrence and duration of this error, though several features of the product design create latent risks for the error observed in this case.

Event description:
Please see h10.

Manufacturer narrative:
Upon further review it was determined that this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury as a surgical intervention was required to preclude permanent impairment or death. There is no alleged malfunction of the device as the instructions for use (c_t_waynemod), step 9 states, ¿remove the wire guide and catheter obturator.¿ the cause of this event are traced to the user as they failed to follow the instructions and not a malfunction of the device. See the investigation results sent in the second supplemental MDR. Therefore, this follow up MDR is being submitted as a correction.

Manufacturer narrative:
A sus voluntary event report (mw5077049) was received on 18may2018. The following additional information was provided: along with the dyspnea and chest pain the patient has a persistent pneumothorax that which was seen on subsequent chest imaging to include a chest CT which confirmed the catheter was in the pleural space. After manipulation of the tube did not resolve the patient's complaints, the clinical team recognized that the "catheter had not been removed from the 14 fr catheter. It was reported that the patient then had an additional procedure to place a large thoracostomy tube. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. [(B)(4)_hhs_FDA_sus_mw5077049_recvd 18may2018.pdf].